Manufacturer narrative:
It was reported that there was a 35v failure. Per good faith effort (gfe) response, a replacement of the power management (pm) printed circuit board assembly (pcba) was performed by philips but this did not resolve the reported issue. A follow up repair will be performed by a third party. A third party will perform the follow up repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a 35v failure. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.